Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show 4 deviations which were measured to be under dimensional specification and were scrapped. In the instructions for use included with the device, it states under possible adverse effects: "intraoperative and early postoperative complications can include: . . . Temporary or permanent nerve damage resulting in pain or numbness to the affected limb." (B)(4). This is 5 of 5 reports submitted for the same patient (reference 1825034-2017-00272 - 00276).

Event description:
It is reported that patient experienced numbness and tingling in right finger tips less than 1 month post-operatively and mild pain and tenderness at 6 weeks post-op. The event resolved itself in 3 months without intervention. Surgeon alleges no deficiency in the product but indicates event may be related to procedure.